Event description:
It was reported, a physician performed a kyphoplasty procedure in a pt at 1 level. It took 27 mins before the cement was ready for "application." The procedure was completed successfully. The pt's status is "good." The operating room's temperature was 20 degree c, the cement was not exposed to extreme temperature and it was not runny when it was placed in the bone filler devices. No additional info was reported.

Manufacturer narrative:
Method: device not returned, follow up with company representative.